Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked at the luer. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device history report was conducted for lot number 8141412. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. According to our records this lot of intima ii was manufactured june 2018, and this is the only instance of a leakage at luer connection occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. A sample has been returned for evaluation. Investigation conclusion: bd engineers evaluated the returned device, and found the root cause for this event to be a loose port on the device. This issue has been known to be caused by the transportation and storage of the device. The instruction for use for this the intima ii recommend that all units be tightened prior to use.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked at the luer. There was no report of exposure, serious injury, or medical intervention.